Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 18x2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured 40 centimeters from the hub. The broken piece was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. There were numerous hypotube kinks. The tip was damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 18x2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured 40 centimeters from the hub. The broken piece was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.